Manufacturer narrative:
Multiple attempts were made to secure return of the device; however, the device was not sent back for evaluation. Without the return of the device, it is not possible to determine if there was damage or a defect that existed on the unit that could have contributed to the event. It is not known if any procedural factors may have contributed to the reported issue. The device history record review was not completed as the serial number was not provided. As the complaint could not be confirmed, there is not sufficient evidence to determine a root cause. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported during use the foresight cable had inaccurate parameters on the left channel. No additional information was available. There is no patient injury. The device is not available for evaluation.